Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
A distributor of infutronix received a complaint from a patient, who reported "a leak" in the tubing on the side of the pump. The pump was powered down and the cassette popped off to determine area of leak and that's when the tubing on the right side of the pump, where it connects at the pump, came apart. Device operator was a patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.